Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E.1. Character limit is exceeded: 200 stonecrest boulevard

Event description:
It was reported that bd insyte autog bc poor connection to hub and leaks the following information was provided by the initial reporter: per nursing leadership: "I have a staff complaint about these IV catheters. They are not connecting securely to the tubing and the medication and blood are back flowing and leaking at the connection. It is causing additional sticks and wasted medications. The issue has been noticed starting this past weekend."

Manufacturer narrative:
Investigation results: the complaint of backflow and leakage could not be confirmed from the 20g insyte autoguard bc device from lot #3349747 that was provided for investigation. A visual examination and functional test revealed no damage or defects. Although the returned sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
No additional information.